Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunctioning manual tube release (mtr) was neither confirmed nor duplicated by a baxter service technician. During the event history review, there was no evidence of an issue with the mtr. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility reported a colleague infusion pump with a manual tube release malfunction. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it was known to have occurred in the general patient ward. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.